Event description:
Litigation papers allege that over time, the known and common problem of natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood and tissue and bone surrounding the implant. Update: (B)(4) 2012 - medical records were received from legal. Patient was revised due to pain.

Event description:
Litigation papers allege that over time, the known and common problem of natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood and tissue and bone surrounding the implant.

Manufacturer narrative:
The customer reports the patient was revised to address dislocation. Doi (B)(6) 2012 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Not returned.